Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The pt has since experienced approx 1 cm of aneurysm enlargement, and on (B)(6) 2012 she underwent another procedure extending the contralateral leg with an iliac extender, to treat a distal type I endoleak. The pt tolerated the procedure, and it appeared to resolve the distal endoleak.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.